Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when the device was taken out of the box, the device's jaw would not open or close. They had to open a new device to complete the procedure. There was no patient injury.